Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6/pcb 1 connector. The pump also alarmed power loss, low battery and replace battery now due to resistance issue at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, pump was monitored and functioned properly. Pump was received with moisture damage inside of the battery tube, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, end cap address label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now with 3 or 4 hours prior low battery alarm. The patient¿s blood glucose level was 8.9 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.